Event description:
Boston scientific received information that this patient complained of a muscle twitch in their left shoulder and exhibited right ventricular (rv) exit block. Pacing threshold measurements were greater than 7.5 v at 1.0 ms; a lead dislodgement was suspected. A revision procedure was then performed wherein the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted a cut in the insulation and tissue was entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism test did not pass due to blood/body fluid in the helix. Once the debris was loosened, the helix mechanism was functional. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.